Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer changed the pump charging supplies but the issue persisted and the pump was unable to be charged. Customer¿s blood glucose value ranged from 172-218 mg/dl. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.